Event description:
A returned questionnaire was received from an ophthalmic surgeon reporting a patient experienced a posterior capsule rupture with vitreous loss during a phacoemulsification cataract procedure. An anterior vitrectomy was performed. The surgeon indicated it was unknown if the device caused or contributed to the event.

Manufacturer narrative:
Event involving two unidentified patients were previously reported under MDR 2028159-2011-01613. This report represents one of the now identified patients. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).